Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) developed an infection in the scrotum. A surgical procedure was performed to remove the app, and a tactra device was temporarily implanted; infection was treated with antibiotics. Several months later, after the infection resolved, the tactra was replaced with a three-piece device. No additional patient complications were reported.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) developed an infection in the scrotum. A surgical procedure was performed to remove the app, and a tactra device was temporarily implanted; infection was treated with antibiotics. Several months later, after the infection resolved, the tactra was replaced with a three-piece device. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The reported patient symptom of infection was found to be listed in the IFU. A risk review was completed and confirmed that the event of infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use. Therefore, a conclusion code of known inherent risk of device was assigned to this investigation.